Event description:
It was reported that at the user facility the irrigation from the console 110v (pedal & pole incld) was not working properly. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. No delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the set screws needed adjustment. The device was repaired and returned to the user facility. This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from (B)(4) on (B)(4) 2013.